Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 800.8000. There was no patient involvement.

Event description:
It was reported that the device had error 800.8000. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code 800.8000 was confirmed through log review but could not be replicated during this investigation. A probable cause of the reported error code 800.8000 may be attributed to a defective pcu logic board with intermittent electrical contact caused by damage in the card socket. Asm preventative maintenance (pm) testing was performed on the suspect pcu s/n (B)(6). The asm pm task completed successfully, with no observed errors or malfunctions. External and internal inspection of the returned devices revealed no obvious issues or anomalies. All parts inspected were manufactured by bd. The facility did not provide the date and time of event. The most recent recorded power-on of the suspect pcu (serial number: (B)(6)), which corresponds to the last occurrence of the alarm code, took place on 18 april 2025. A review of the error log revealed that error code 800.8000.0 was registered a total of fourteen (14) times at the same time: 2:08 pm. A review of the error log found eighteen (18) additional instances of the same error code ranging between 19 november 2024 and 31 march 2025. No other error codes or system malfunctions were recorded in the error log. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)) replace pcu logic board. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the reported error code 800.8000 was confirmed through log review but was not able to be replicated during this investigation. A probable cause of the reported error code 800.8000 can be attributed to a defective pcu logic board with intermittent electrical contact caused by damage in the card socket. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.